Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no issues related to the reported problem. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspections found no issues. The investigation of the device was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to natural causes. It was not reported if the pt was connected to the hc at the time of death. It was not reported if the pt was hospitalized prior to death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.